Manufacturer narrative:
The spine clamp has not been returned to medtronic for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a tracker and spine clamp were stripped and needed replacement. There was no patient involved when this issue was identified.

Manufacturer narrative:
The clamp was returned to medtronic for analysis. Analysis revealed that the clamp had damaged threads on the adjustment screw, causing difficulty opening and closing the clamp. It also had damaged teeth on both clamp faces. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.